Manufacturer narrative:
The returned ipg was analyzed and exhibited normal characteristics during both visual and functional testing, however a review of the ipg data log indicated that the faults related to ble.cpp arises during the charging process, causing the system to reset. This reset leads to a temporary interruption in stimulation lasting approximately 10 to 15 seconds, after which the system returns to normal operation. Despite confirming that the firmware update was performed before explanting the device, the issue remained unresolved.

Event description:
It was reported that the patient experienced a return of painful dystonia symptoms on random occasions due to loss of stimulation while charging the deep brain stimulation (dbs) implantable pulse generator (ipg). The database analysis performed identified a bluetooth fault code when charging the implantable pulse generator (ipg). Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. No other anomalies were found with the database analysis. As the device displayed a normal charge log. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
A field safety notice (fsn 97178176-fa) was delivered to physicians in april 2024 communicating the potential for the vercise genus deep brain stimulation (dbs) implantable pulse generator (ipg) stimulation therapy to be transiently suspended during charging due to a device reset. The device reset behavior occurs in response to the detection of potential noise/interference during ipg charging. When the system resets, the patients programmed stimulation is suspended for approximately 10-15 seconds and then the device returns to normal operation once the reset is complete, including the delivery of stimulation therapy. In december 2023, a firmware update was implemented that will prevent this device reset behavior from occurring during ipg charging.

Event description:
It was reported that the patient experienced a return of painful dystonia symptoms on random occasions due to loss of stimulation while charging the deep brain stimulation (dbs) implantable pulse generator (ipg). The database analysis performed identified a bluetooth fault code when charging the implantable pulse generator (ipg). Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. No other anomalies were found with the database analysis. As the device displayed a normal charge log. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well postoperatively.